Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) in the warranty period which was five years from the date of implant. Therefore, the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The battery depletion was normal, meeting 80% of expected longevity.